Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. The device data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 372 pulses. No housing or environmental seal damage was found. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. The needle mechanism was reset and fired properly during the investigation. Based on the investigation, no issues were found that would contribute to the reported needle mechanism failure. During fluid path testing, fluid was observed to be leaking for a hole on the unexposed portion of the soft cannula. It could not be determined if the damage to the soft cannula would contribute to an improper insertion of the cannula; a root cause of unsure properly inserted could not be determined. The device data contained no timeouts, drive stalls, or hazard alarms. The patient history buffer data showed no evidence of issues with insulin delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the pink slide moved into the viewing window, indicating the needle mechanism deployed as intended during activation. However, they reported the cannula did not fully deploy and therefore was only partially inserted. Additionally, the patient reported experiencing some bleeding. The pod was removed. Treatment information and the pod site were not provided.